Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: examination of the returned device was unable to confirm the reported observation. The device was found to function as expected. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description from etq: 1217-11-058 x1 pinnacle acetabular shell 100 series (lot: 311131) was implanted as per surgical technique. Subsequently, surgeon attempted to screw in (1246-03-000) apex hole eliminator (lot: d13033399) into acetabular shell. However, the apex hole eliminator could not screw into threads of acetabular shell. Therefore, a second apex hole eliminator (lot: d13050493) was opened. This too could not be implanted. The surgeon then said, although he had never had this issue in his multiple prior cases, the threads of the acetabular shell must have been burred. The surgeon decided to not worry about using a hole eliminator and subsequently implanted a shell liner, as per surgical technique. The operation was completed with no further problems.